Event description:
An infusion pump with a failure code 810:04.the failure was reported ot have occurred during patient infusion. No record of any incident involving the pump and no patient injury has been reported.